Event description:
It was reported that the rover's powercord sparked while it was being unplugged after a procedure. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by a field service technician and it was determined that the screws on the power plug were loose causing the event. The plug was repaired and tested.